Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction with a 275cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was confirmed via a mammogram. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On may 10, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual analysis of the returned sample sal smooth rnd diap 275cc, no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified a tear within a shell abrasion on the anterior view, the tear measuring approximately 0.1 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).